Manufacturer narrative:
No report of patient involvement. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a system shutdown that resulted in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a system shutdown that resulted in a loss of mechanical ventilation. There was no patient involvement.